Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft obstruction was unable to be confirmed through this evaluation as no images were submitted by the account for review and the device remains in use. A specific cause for the reported outflow graft obstruction could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 01jun2024 through 03jun2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation, installation, and orientation of the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5, "surgical procedures¿, contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a recent computed tomography of the patient showed some degree of outflow graft obstruction. Log files were sent for review. The event log file captured clusters of pulsatility index (pi) events from 01jun2024-3jun2024, which were considered routine. The low speed limit for the left ventricular assist device (lvad) was set to 50000 rpm at the time. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.